Event description:
The biomedical engineer reported that the central nurse's station (cns) froze three times and the unit was rebooted to resolve the issue. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) center reported the cns-6201a (pu-621ra sn: (B)(6) had frozen for the third time. Rebooting the unit resolved the issue. Service requested troubleshooting/assistance: service performed multiple attempts were made to obtain additional information from the customer, however customer response was limited. Investigation result: per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The cns warranty began 05/12/2013. Review of device sap history found no previously reported issues with the unit. There is no record of nka servicing performed on the unit. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Customer was able to resolve the issue by rebooting the unit. Approximate age of the unit is 6 years. Customer reported the issue had occurred three times on this unit however no previously recorded incident was found for this unit. Additionally, review of tickets opened at (B)(6) center found no other tickets opened relating to "freeze". No logs or additional information was provided for investigation. From the information available, investigation is limited and the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze three times and the unit was rebooted to resolve the issue. They stated that this cns is primarily used on the telemetry floor which does have 2 bedsides. However, the 2 bedsides are infrequently used. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. We requested concomitant medical devices and their serial numbers from the customer but was only provided the information listed in the narrative above. Telemetry devices - no model or serial number provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze three times and the unit was rebooted to resolve the issue. No patient harm reported.